Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colono videoscope exhibited a rough stain adhered after removing the puncture needle device from the biopsy channel. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the final investigation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material and a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.